Event description:
The advocate alleged the customer had been receiving high glucose readings using his contour meter. He alleged the customer was hospitalized for 10-11 days as a result of the higher readings. The advocate was unable to provide any other info about the event. While troubleshooting, the advocate performed control tests and received results of 559 and 439 mg/dl. The normal control range was 109-151 mg/dl. The advocate was advised to return the customer's test strips for eval. Replacement test strips and a new meter were sent to the customer.